Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a localizer faulted (camera). Troubleshooting was performed. The network device interface (ndi) toolbox displayed internal temperature and bump status with a yellow box indicating that it was time for the camera to be changed out. There was no patient involvement. Additional information was received. It was reported that while the manufacturer representative (rep) was replacing the camera, it was discovered that the power over ethernet (poe) ethernet cable that plugs into the camera had a section that is frayed. As a result, the wires on the inside were exposed.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, lot number: unknown product ID: 9735843, lot number: unknown h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that after the camera was replaced, the system functioned as intended. Codes b01, c08, and d02 are applicable to this analysis. Further system service was performed and testing revealed that after the camera ethernet cable was replaced, the system functioned as intended. Codes b01, c07, and d02 are applicable to this analysis. H6: code a05: mechanical problem is applicable to the localizer faulted (camera). Code a07: electrical /electronic property problem is applicable to the wires on the inside were exposed. Code g05001: camera is applicable to the camera. Code g02004: cable, electrical is applicable to the camera ethernet cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.